Event description:
It was reported that the right ventricular lead had oversensing. It was also noted that the lead showed noise during threshold testing. The lead was switched back from integrated bipolar to true bipolar and remains in use. The patient will be seen in a few months to assess the short v-v interval count. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was sensing - interference/noise as the ventricular short interval count v-sic equaled 922.3 counts avg/day, in 118.93 days, between (B)(6) 2012, 16:53:18 and (B)(6) 2012, 15:09:35.